Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2,6 and 7 maintenance required, nurse reported that they were pulling out some medicines when issue started. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed. A technical support specialist (tss) had reached out to field service technician to obtain an update on the situation. He informed tss that he had assisted the customer by reconfiguring the uo and successfully bringing it back online. The system functioned as intended after the field service technician troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 2,6 and 7 maintenance required, nurse reported that they were pulling out some medicines when issue started. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.